Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-jun-2017, the fse re-aligned the sorter. The instrument was tested and verified operational without error. The customer performed the daily background and ran controls. There was no further action required by fse. The most probable cause of the reported event was a misaligned sorter.

Event description:
On (B)(6) 2017, the customer reported error 4053, sorter z axis home over-run, on their aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting..